Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, the needles were deployed and the plunger was pulled back to disengage the needles; however, when the plunger was removed, the blue rail was not attached and a cuff miss occurred. Manual compression was applied for 5 minutes to achieve hemostasis. There was no patient effects reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received.(B)(4).

Manufacturer narrative:
(B)(4). Evaluation of the returned device found a bent posterior needle tip and a needle strike mark at the posterior foot. This is consistent with the posterior needle striking the foot instead of engaging with the posterior cuff inside the posterior foot pocket. Because there was no engagement between the posterior cuff and the needle tip during needle deployment, the posterior cuff tabs remained untouched. During testing, the plunger was reinserted to test the needle trajectory and push mandrel travel length and the results were acceptable. Based on the investigation findings, the probable root cause for the posterior needle striking the foot instead of engaging with the posterior cuff inside the foot pocket, resulting in the posterior cuff miss, is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.